Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic knee repair, the fms pump was running continuously during the procedure. At some point, the joint compartment became over pressurized: the surgeon created another portal to relieve the pressure and avoid compartment syndrome and or extravasation. Other than the extra portal, there were no other interventions, nor was the pt detained for observation. The procedure was concluded successfully without further issue or harm to the pt.